Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be programmed, measured data could not be obtained, telemetry gave an end of life message and <200 ohms lead impedance was seen.